Event description:
It was reported the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Reportedly, effective therapy resumed following the procedure.

Manufacturer narrative:
Corrected data: upon further review of this issue, the pulse generator should not have been submitted as a medical device report (MDR) as there was no malfunction of the device. The physician electively replaced the ipg due to the age of the device.

Event description:
Upon further review of this issue, the pulse generator should not have been submitted as a medical device report (MDR) as there was no malfunction of the device. The physician electively replaced the ipg due to the age of the device.